Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. 72404232 0188543001 cx preconnect ms 18cm ps iz. The complaint component was returned and analyzed, and the reported allegation of pump malfunction was confirmed via product analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Only the pump was replaced. No information about the patient outcome is available at the moment. Additional information was received. Pump malfunction. It stopped functioning after 1 year.

Manufacturer narrative:
72404232; 0188543001. Cx preconnect ms 18cm ps iz.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Only the pump was replaced. No information about the patient outcome is available at the moment. Additional information was received. Pump malfunction. It stopped functioning after 1 year.